Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the results of this investigation are inconclusive because the amplatzer septal occluder was not returned for evaluation. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder and the cause for the reported event remains unknown. This event was reviewed by the st. Jude medical erosion board and based on the information provided, it remains unknown.

Event description:
On (B)(6) 2015, this patient with an atrial septal defect, who was enrolled in the (B)(6) study, was implanted with an 18 mm amplatzer septal occluder (aso). At the week one visit, on (B)(6) 2015, an echocardiogram demonstrated a small pericardial effusion without tamponade. No intervention is expected to be performed at this time.